Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this right ventricular lead was experiencing a bradycardia arrythmia with a rate of about 30 beats-per-minute. Review of the system noted intermittent loss of capture with high thresholds as well as pacing inhibition with up to 13 seconds of asystole. The patient was asymptomatic to this occurring. A chest x-ray showed the rv lead had dislodged from its original implant position. Surgical intervention was performed and the rv lead was repositioned and continues to remain implanted and in service. All rv lead measurements afterwards were observed to be in acceptable range. No additional adverse patient effects were reported.